Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history showed that a call service alarm was recorded on (B)(4) 2014. The pump was paired with a test meter and exercised for 24 hours on a 1 unit per hour basal program. During testing, multiple advanced boluses were performed with no errors, alarms, or warnings occurring. There was no intermittent condition found to the transmitter or printed circuit board. The complaint of the call service alarms was observed in the black box history but was not able to be duplicated during investigation.